Event description:
Reporter noted unit shut down during surgery; removed instruments from the eye without visualization. Retinal laceration and retinal dialysis occurred. Changed systems to complete case. Repaired retina with laser treatment.